Event description:
It was reported that the day after implant, the patient was experiencing diaphragmatic stimulation. The lead outputs were reprogrammed, without initial success. Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.